Event description:
The customer reported no x-ray and intermittent lemo connector. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the lemo receptacle per service manual. System performed as intended.